Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment on the guidewire occurred. The target lesion was located in the left superficial femoral artery (sfa). A 6 x 150 x 130 innova stent was advanced to the target lesion and deployed. After deployment, the stent delivery system (sds) became stuck to the guidewire during removal. The devices were removed from the patient together. The procedure was completed with this device. There were no patient complications reported and the patient's status was reported as fine.